Event description:
The initial reporter stated preventive maintenance was performed on the cobas 6000 c (501) module on (B)(6) 2019. Afterwards, qc failed for a few tests; the customer re-calibrated and qc passed. Sometime on (B)(6) 2019 the customer started getting questionable low results for "several" patients tested for gluc3 glucose hk (gluc3). Upon repeat testing on a different module, the results would be normal. They ran qc on the c501 module in question and the results were outside of the acceptable ranges. The customer noted that a syringe on the front was visibly loose and the retaining nut was loose. The customer tightened the nut securely, re-calibrated all assays and reran qc which was acceptable. The customer then repeated 150 patient samples that had been run and reported outside of the laboratory. These patients were tested for gluc3, calcium, albumin, total protein, bun, creatinine, magnesium, phosphorus, uric acid, ast, alt and valp2 valproic acid (valp2). The customer stated 92 different test results for 40 patient samples were corrected. The customer provided data for 83 patient samples. Based on the data provided, discrepant results were identified for 1 patient tested for valp2, 1 patient tested for alt and 5 patients tested for gluc3. Patient 1 initial valp2 result was 21.0 ug/ml. This result was reported outside of the laboratory and the patient was treated with a bolus of valproic acid. The repeat result was 48.1 ug/ml. Patient 2 initial alt result was 6 u/l. The repeat result was 24 u/l. Patient 3 initial gluc3 result was 18 mg/dl. The repeat result was 115 mg/dl. Patient 4 initial gluc3 result was 72 mg/dl. The repeat result was 104 mg/dl. Patient 5 initial gluc3 result was 67 mg/dl. The repeat result was 110 mg/dl. Patient 6 initial gluc3 result was 59 mg/dl. The repeat result was 140 mg/dl. Patient 7 initial gluc3 result was 62 mg/dl. The repeat result was 86 mg/dl. Patient 1 was not adversely affected due to the treatment received. There was no allegation of an adverse event for any other patients. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found the analyzer to be working fine. The fse verified that all nuts and syringes were tight. During a review of the alarm trace data, abnormal sample aspiration alarms and multiple abnormal sample probe sucking alarms were observed from the day of the event. The investigation determined the root cause of the event was the loose nut identified and fixed by the customer.